Manufacturer narrative:
It was reported that the patient underwent skin revision surgery on (B)(6) 2023, under general anaesthetic. This report is submitted on june 27, 2023.

Manufacturer narrative:
This report is submitted on may 31, 2023.

Event description:
Per the clinic, the patient experienced an infection at the implant site and subsequently was treated with oral and topical antibiotics (specific date and duration not reported). Additional information has been requested but has not been made available as of the date of this report.